Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -4.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to significant reduction of iridocorneal angles, pupil block with elevated iop, angle closure with elevated iop, pigment dispersion, and unreactive (fixed) pupil. The problem was resolved.

Manufacturer narrative:
H6: work order search found no similar complaints. Claim #(B)(4).